Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-dec-06 regarding a patient receiving morphine, baclofen, and an unknown blood pressure medication (doses and concentrations unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back syndrome. It was reported that the patient was worried their pump was malfunctioning because their symptoms were getting worse. It was specified that the patient's spasticity was getting worse and they were not feeling good. The patient was taking more baclofen and neurontin but it was to the point where they were not having good effect. The change in therapy/symptoms was considered sudden. The patient had contacted their healthcare provider (hcp) who told the patient to go to the emergency room (ER). The patient went to the hospital on (B)(6) 2019 but nobody wanted to mess with pain pumps. It was noted that the patient had an appointment with their hcp on (B)(6) 2019 to change the medication. The patient was to continue working to find medical intervention. Physician listings were requested and the patient was to contact their hcp to determine which hospitals they worked with. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated there was no malfunctions and the volumes were accurate and catheter aspiration was normal during the study. Troubleshooting performed included catheter aspiration and the pump logs interrogated. The volumes were accurate. There was no pump malfunction. No actions/interventions were taken as there was no malfunction of the pump. No further complications were reported/anticipated or expected. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.